Manufacturer narrative:
10/30/96 follow-up #01 changed the following section: a4 was 08/30/96, d10 was na, f was blanck, g4 was 08/30/96, g7 was initial, h7 was na, h11 was blank.

Event description:
During pre-anesthesia testing, the anesthesia breathing circuit was discovered to contain external physical damage to the gas sampling port on its elbow that caused it to leak in excess of co's acceptable standards. There was no pt involvement.